Manufacturer narrative:
The front panel was returned to zoll medical corporation. The customer's report was verified to the display. The front panel was replaced to remedy the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device powered on without display. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.